Event description:
It was reported that the patient received a pump exchange due to an infection on (B)(6)2024. The pump and system controller would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Sections b1 and b2: corrected. Sections e2 and e3: corrected. Section g2: report source corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device related issues that would have contributed to a functional issue. A specific cause for the reported driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned attached to the pump cable. Less than 1¿ of the sealed outflow graft was returned attached to the pump outlet port with the bend relief properly engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was confirmed that the driveline infection that was first reported on 24jan2025 was the same as the infection that occurred (B)(6) 2024. No infection was confirmed in the pump pocket.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the driveline bacterial infection started (B)(6) 2024. It was treated surgically and with drug therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was also noted that the pump exchange was due to suspected driveline damage. The log files were reviewed and indicated that the system was functioning as intended. There were no driveline related faults captured during the log files. The system was able to maintain pump speed within the expected limits until the driveline was disconnected on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was confirmed that it was a driveline and pump infection. Methicillin-resistant staphylococcus aureus (mrsa) was detected from the surveillance culture of the driveline skin penetration site. Subsequently, open chest washing and drainage were performed, and mrsa was also detected from the mediastinum and pump. Continuous administration of antibiotics was done as the plan of care. The system controller was returned as an agreement with customers. Pump exchange did not resolve the infection. It was confirmed that there were no issues with the driveline or modular cable.

Manufacturer narrative:
This report was created as a follow up to MFR# 2916596-2024-52592, which was determined to be supplemental information to this event. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.